Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was listed status 1a due to multiorganism bacteremia, driveline and pp infection. A donor was identified and the patient underwent lvad explant and heart transplant on (B)(6) 2014.